Manufacturer narrative:
User facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the tip of the reamer fractured and fell into the knee joint. The fractured fragment was removed and another reamer was utilized to complete the procedure. There was a delay in the procedure of ten minutes.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Investigation results noted the root cause of the event is due to improper surgical technique.